Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). Analysis of the mainframe found that the customer complaint regarding stopped monitoring could not be verified. The device came in with dent on the top right corner and scratched touchscreen which affected "touch" input. Replaced touchscreen and upgraded software to current specifications. Placed device in burn in for 4 hours. The device was tested and passed all manufacturing specifications. Analysis of the patient interface found that the device came in with stim 1 failure due to blown fuse. Replaced fuses and worn wave washer. The device was tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device works fine and then halfway thru the case it stopped monitoring (used prass probe). There was no known patient impact reported.